Manufacturer narrative:
Device evaluation: a vyaire field service representative(fsr) evaluated the device onsite and was able to verify the reported issue. The o2 (oxygen) blender was replaced. Ovp (operational verification procedure) was performed and the unit passed all tests per vela service manual.

Manufacturer narrative:
Device evaluation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue "bad blender" valve problem was duplicated and isolated to a degraded and brittle diaphragm in the clippard 3 way pilot valve. The clippard 3 way valve is purchased as an off the shelf item that is supplied by a third party supplier therefore no further investigation will be performed.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported a bad blender valve on the vela ventilator. At this time, there is no information regarding patient involvement associated with the reported event.